Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with fractional d&c, hysteroscopic examination, attempted polypectomy due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2013 due to urethral obstruction. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 1/18/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent lavh on (B)(6) 2011 due to persistent menometrorrhagia. It was reported that patient underwent cysto with botox 100 units on (B)(6) 2015 due to urge incontinence. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.